Manufacturer narrative:
Product event summary: initially the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-sustained ventricular tachycardia (nst) episodes with evidence of lead noise oversensing starting (B)(6) 2016. Also on that date, a lead integrity warning occurred for sensing integrity counts greater than 30 in 3 days and 2 or more nst episodes.

Event description:
It was reported that the right ventricular lead was possibly fractured. Non-physiologic sensing and episodes of non-sustained ventricular tachycardia were occuring, noise was noted with isometric exercises, and the impedance was high. A lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the proximal conductor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.